Event description:
Customer reports that lancet is protruding past the cap of the multiclix lancet device after he has fired it. No adverse event reported. Requested return of suspect device and replacement was sent.